Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all high results obtained. The customer's expected fasting blood glucose test result range is 110 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 230 and 234mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in and stated that her true balance meter is giving higher results that what she would normally obtain with her one touch verio iq. Customer states that she test before meals in order to calculate her insulin dose. Customer states she has been testing with this meter for the past 2 weeks and had her a1c done 2 weeks ago and read 6.5. Customer states that she stores her strips in her desk drawer in the living room area.